Manufacturer narrative:
Nagpal, p., siembida, j. M., & wagner, m. G. (2026). Dynamic peri-device leak assessment of left atrial appendage occlusion device using super-resolution CT imaging. The international journal of cardiovascular imaging. Https://doi.org/10.1007/s10554-026-03653-5. B3: estimated based on publication date of literature article. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature article that peri-device leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. At the three-month follow up, cardiac computed tomography (CT) was performed utilizing super-resolution iterative reconstruction with 1024 matrix. The patient was in sinus rhythm with occasional premature atrial complexes at the time of imaging. The heart rate during acquisition was 78 beats per minute (bpm); no heart rate control was administered. The scan was acquired in a single heartbeat using this wide-area detector volume scanner, and multiphase reconstruction demonstrated a small peri-device leak (pdl) that exhibited dynamic behavior across the cardiac cycle. In diastole, the left atrial wall was abutting the watchman closure device and the pdl location was not apparent. However, in systole, the pdl location became conspicuous due to left atrial wall motion and device-tissue interface changes during cardiac contraction. No further information was available on the patient outcome.